Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional relevant information becomes available.

Event description:
The customer reported "no image transmission to the monitor" involving a bronchovideoscope. The issue was found during an unknown event. There was no patient harm, no injury reported due to this reported event.